Manufacturer narrative:
(B)(4). D10: an additional anchor broke; however, it is not a zimmer biomet product part 110045256. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the anchor broke during insertion into bone. Intra-operatively, all fragments were retrieved and no fragments remained in the patient. Attempts have been made and no further information has been provided.